Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and 30 issue were verified, but the fill estimate issue could not be verified.